Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required.

Event description:
. After review of medical records patient was revised to address failed metal-on-metal left total hip arthroplasty with pseudotumor and metallosis. Revision notes reported upon traversing the fascia there is a large mass of necrotic pseudotumor-type debris. Updated patient's initial, doi. Added dob, law firm, lawyer, hospital, surgeon, patient's address, affected side, lot number(manufactured date, expiry date), new ip, patient harm. Doi- (B)(6) 2006, dor -(B)(6) 2017 left hip.

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the device revision or replacement. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a2, b5, d4(lot/expiry date).

Manufacturer narrative:
(B)(4). Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and metal liner wear.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.